Event description:
Event description guidant received information that during the implant procedure, this lead perforated the myocardium, due to multiple changes in position. It was noted that the lead was too short for the patient. The lead was removed, replaced with a longer passive fixation lead, and returned for analysis.